Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after an interventional procedure, with a 6fr sheath. A femoral angiogram was not taken. Reportedly, all steps were performed to close the puncture site with the starclose se device. The clip was deployed, but closure was not achieved. It was thought that the clip was possibly deployed on the arterial wall or in the subcutaneous tissue. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, femoral imaging was not performed. It should be noted that the electronic starclose instructions for use (IFU), states: perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, vessel size, and the presence of disease. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the foreign body in patient and treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.